Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system explant due to infection. This crt-p is being used as a temporary pacing support. No additional adverse patient effects were reported.